Manufacturer narrative:
B3. Event date is approximate, year is confirmed valid. See b5 for additional information. D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820, product type: software, software version: 1.0.124. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing clonidine, fentanyl, morphine, and unknown drug for spinal pain indications. It was reported that they were having issues with the communicator and the handset. The patient described that when they get a bolus, the screen takes a long time to connect. The patient stated "it would start and get to 20 then gets stuck" and then the patient would move the communicator around but would still get stuck. The patient reported that this had been going on for about 3 months and gotten worse and worse. The patient mentioned that their healthcare provider (hcp) gave them a slip with the steps on how to delete the data, but they would still run into problems. An agent reviewed data and assisted the patient in deleting the data instead of the cache. The patient was able to connect to the pump with no lag.